Event description:
It was reported by service report that the up/down control buttons on foot board and siderails were intermittently not responding. No pt involvement or adverse consequences are reported.